Manufacturer narrative:
Additional information and the return of the device have been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
Patient with m6-c revised due to severe neck and swallowing pain. The device was explanted. The device was intact at the time of removal.

Manufacturer narrative:
The radiographic images showed a disc replacement appropriately sized and placed; however, mild radiolucency along the superior endplate was noted. At 95 months pre-revision, the disc replacement has reduced height with bone loss posteriorly observed; however, there was no evidence of loosening. The device was not intact as-received. The endplates were noted to be detached, sheath cleaved with the fiber construct and core separated. No microbiology and/or pathology laboratory reports and/or results were provided. Based on the limited information provided, the device showed clear evidence of in vivo mechanical failure. While the sheath and the fiber construct were likely intact at the time of removal, the core had lost a massive amount of mass, resulting in collapse of the device and likely contact between the endplates. Laboratory test results were not provided; however, clinical observations two fluid filled with purulent-looking infiltrates likely indicated that infection was present at the time of removal. Therefore, infection may have been contributed to the failure of this procedure.